Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 291 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error during the fill tubing process. Customer also reported that the drive support cap was sticking out. Customer also mentioned to have experienced a high blood glucose of 291 mg/dl and declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked/broken off end cap. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to cracked/broken off end cap. The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing o-ring in reservoir tube, cracked reservoir tube window and cracked case at reservoir tube window corners.